Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim and fading display issue. The display has been dim for an unspecified amount of time and is difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/26/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects. Upon starting up, the display screen was dim and discolored. The faded display was replaced with a test display and the display functionality returned to normal. Unrelated to this complaint, the bumper pad was found to be torn.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.